Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73c1900101 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were not closing enough to be able to close the scar. They do not grab the skin properly. If there is a small rubbing or buffering the staples remove. There were no negative consequences apart from an extension of the duration of intervention. A second stapler was used.